Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes were observed on the atrial channel resulting in inappropriate automatic mode switching episodes. Provocative testing reproduced the oversensing episodes. Lead damage was suspected; however, no intervention was completed at this time. The patient was stable.